Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# unknown product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was pt reports that yesterday they found that they couldn't charge the controller. They said the battery compartment looks intact. They took bp out during the call and found that controller screen wouldn't come on when plugged into ac power. They found that ac power cord didn't have a light on when plugged into the wall outlet. They tried a different outlet and light still wont come on. The issue was not resolved. An email was sent to the repair department to replace the device.